Event description:
Customer's mother reported 2 infusion sets have leaked insulin during use, and this resulted in hyperglycemia. During the first occasion, customer's mother tested her blood glucose while she was sleeping, and the result was "hi" mg/dl. Her normal range is 150-250 mg/dl. Mother checked her site, and she noticed the headset was leaking and the tube was kinked. Mother changed her infusion set and delivered an insulin injection, which is standard care due to age. During the second occasion, the customer's blood glucose was below 600 mg/dl but high, and mother checked the site and found the headset was leaking. A bolus was delivered to treat hyperglycemia. No adverse event was reported. The alleged product was discarded and will not be returned for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned.